Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a in-clinic follow-up, the right ventricular lead exhibited noise and oversensing. The lead was successfully capped and replaced on (B)(6) 2018. The patient was in stable condition before, during and post surgery.